Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dental injector. The customer reports, "when the cap was removed the needle fell out onto the floor."

Manufacturer narrative:
An investigation is currently underwa,y upon completion the results will be forwarded.